Event description:
It was reported that this pacemaker reverted to safety mode. The patient was not pacemaker dependent. Technical services (ts) recommended device replacement as soon as possible. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.